Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an obstruction in the cap piercer drain line #118. The fse removed the obstruction from the drain line to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported an autogloss leak from the cap piercer on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing a lab coat and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.